Event description:
A zoll pt service representative (psr) called zoll customer support on behalf of an (B)(6) male pt to report that the battery charger/modem would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger not working) was confirmed. The cause for the charger/modem not powering up was defective power supply. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement battery charger/modem.